Manufacturer narrative:
Concomitant medical products: product ID: 37714; serial#: (B)(4); implanted: (B)(6) 2012; explanted: (B)(6) 2021; product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had two of their previous spinal cord stimulators (scs) replaced: one scs was replaced because it quit working right and the other scs was replaced due to normal battery depletion (scs lasted 10-11 years). Pt was unable to specify why one scs quit working right. Pss documenting reported event. Pt said "these doctors don't care."